Event description:
Consumer alleges while crossing a street she saw a car coming that she didn't believe was going to stop. She allegedly adjusted the speed control and the scooter allegedly took off and she allegedly hit her toe against a cvs pharmacy building.

Manufacturer narrative:
The device was evaluated by a field service technician. The fst tightened the knob on tiller. The unit is working properly.

Manufacturer narrative:
The device has not been available for evaluation at this time. Should further information or the device become available, a follow-up report will then be issued.

Event description:
Consumer alleges while crossing a street she saw a car coming that she didn't believe was going to stop. She allegedly adjusted the speed control and the scooter allegedly took off and she allegedly hit her toe against a (B)(6) building.